Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with insulin during the load sequence. The pump has been replaced. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.